Event description:
The customer stated that a false positive architect b-hcg result of 568.80 iu/l was generated. The sample was repeated and a negative result was generated on 2 architect systems and also on a roche analyzer. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in-process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer indicated that a (B)(6) architect (B)(6) result was generated. No returns were available for investigation. The lot number of the reagent is unknown. Customer complaint data was reviewed and no adverse trends were identified. The architect total (B)(6) reagent package insert was reviewed and was found to adequately address the issue. (B)(6) data for architect total (B)(6) was analyzed and a review of this testing concluded that the assay accurately recovered different levels of analyte in external quality samples thus concluding the lot in question performs acceptably. The investigation did not identify a malfunction / deficiency.